Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and high pacing impedance measurements due to a fracture. An invasive procedure was performed and this lead was successfully replaced. No adverse patient effects were reported.